Manufacturer narrative:
Based on the available information, this event is deemed to be a malfunction. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient faced occlusion issue event on (B)(6) 2026. Blockage is located at the site. The insertion site was upper arm. The patient replaced the infusion set and resumed insulin deliveries successfully.